Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2013 by knee surgery, sports traumatology, arthroscopy titled ¿suture anchors or transglenoidal sutures for arthroscopic repair of isolated slap-2 lesions? A matched-pair comparison of functional outcome and return to sports¿. The study reviewed twenty-four (24) patients who underwent arthroscopic repair of isolated slap-2 lesions using arthrex fiberwire to address soft tissue approximation and/or ligation. During the forty-eight (48) month follow-up period, one (1) patient required revision due to persistent pain, and one (1) patient experienced joint dislocation. Ref: maier, d. Et al. Suture anchors or transglenoidal sutures for arthroscopic repair of isolated slap-2 lesions? A matched-pair comparison of functional outcome and return to sports. Arch orthop trauma surg. 2013 feb;133(2):227-35. Doi: 10.1007/s00402-012-1657-6. Epub 2012 nov 23.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.